Event description:
It was reported that during an unknown procedure, the device was fired but it didn't cut and release the staples. Unknown how case was completed. There were no adverse consequences for the patient. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.